Manufacturer narrative:
Corrected date: (date received by the manufacturer) the manufacturer was notified about the event on (B)(6) 2017 .if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic upper right lung mass resection. The staple was unable to fire during pulmonary wedge resection. The surgeon was able to press the green button but unable to squeeze the handle. To complete the case the device was replaced with a new reload. There was no patient injury.